Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the middle button got stuck. The customer¿s blood glucose level was unknown. The customer reported that the reservoir lip ring was not damaged. The customer was advised to stop using the insulin pump and refer to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Test infusion set/p-cap locks in properly. Device received with cracked keypad overlay. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted.